Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2002: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: incarcerated incisional hernia. Postoperative diagnosis: incarcerated incisional hernia. Operation: repair of incarcerated incisional hernia with mesh. Anesthesia: general. Operative findings: incarcerated incisional hernia with preperitoneal fatty contents only. No bowel component seen. Hernia repaired primarily with onlay prolene mesh. Surgeon: alexander d. Park, md. Procedure: ¿the patient was brought to the operating room and placed in the supine position. Athrombic sequential stockings were placed. Antibiotic prophylaxis was given. General anesthesia was administered. An indwelling foley catheter was placed. The entire abdomen was prepped and draped in the usual aseptic manner. A palpable nonreducible hernia was noted in the midabdomen just above umbilicus. A 4-inch midline incision was made, and a relatively large hernia sac was identified. The hernia sac was dissected down to the level of the fascia. The hernia sac was opened and this revealed incarcerated preperitoneal fatty contents. No bowel component was seen. The preperitoneal fatty contents as well as the hernia sac were then amputated at the base of the fascia. The defect measured approximately 2.5 centimeters in diameter. However, the surrounding fascial tissue was somewhat attenuated and weak. Therefore, an onlay prolene mesh repair was elected to be performed. Circumferential 0 prolene sutures were placed into strong fascial tissue several centimeters away the fascial edge. The fascial defect was then approximated using a running 0 proline suture. Subsequently, a prolene mesh was then cut and tailored to fit the entire defect widely. The mesh was then secured by tying the previously placed prolene suture. Twelve proline sutures were placed and used for securing the mesh. This resulted in a satisfactory wide coverage of the hernia defect in a tension-free manner. Hemostasis was obtained. The subcutaneous layer was approximated using interrupted 000 vicryl sutures. The skin was closed with a running 4-0 vicryl subcuticular suture. Steri-strips and tegaderm dressing were applied. The patient tolerated the procedure well. Blood loss was negligible. Sponge, needle and instruments counts were reported as being correct .¿ (B)(6) 2002: (B)(6) medical center]. (B)(6) md. Pathology report. [Clinical info: incarcerated ventral hernia. Material submitted: hernia, ventral, surgical procedure. Gross description: specimen is labeled ¿ventral hernia sac.¿ received in formalin is a fragment of soft, red-tan membranous tissue with adherent fat measuring 6 x 5 x 1.5 cm. Identified is a 0.5 cm in diameter firm, tan nodular area. Esb, a1 ¿ entire nodular area. Wm/st/cac. Microscopic description: sections read. Atp/ ldg. Final diagnosis: hernial sac with reactive changes, fibrosis and fibrofatty tissue, benign, ventral . (B)(6) 2003: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operation: repair of recurrent incisional hernia with mesh. Anesthesia: general. Operative findings: a small recurrence near the superior aspect of a previous hernia repair. An on-lay mesh repair was performed without incident. Nonstrangulated preperitoneal fatty contents were seen in the hernia sac. Surgeon: alexander d. Park, md. Procedure: ¿the patient was brought to the operating room and placed in the supine position. Athrombic sequential stockings were placed. Antibiotic prophylaxis was given. General anesthesia was then administered. The entire abdomen was pepped and draped in the usual aseptic manner. A previous prominent vertical periumbilical keloid scar was noted. This was sharply excised. A midline vertical incision was made extending for approximately 9 to 10 centimeters. Subcutaneous tissue was divided. A moderate size hernia sac was then identified just above the umbilicus. The hernia sac was carefully dissected down to the level of the fascia. The hernia recurrence was seen along the superior aspect of the previous prolene mesh repair. The sac was excised at the level of the fascia and mesh and this revealed only preperitoneal fatty contents. The sac and its contents were excised and sent to pathology. The hernia defect measured approximately 1.5 centimeters. The anterior fascia was then exposed bilaterally on either side of this midline defect. The hernia defect was enlarged vertically and careful palpation with gentle finger dissection was performed. No further herniations were seen on palpating the fascia from inside the abdominal cavity. The remainder of the previous hernia repair appeared intact and no significant weakness or hernias were identified. To repair the recurrence, an on-lay prolene mesh repair was performed. Under direct vision, approximately 12 u-type sutures were placed through a full thickness of the rectus abdominus muscle and the fascia circumferentially around the hernia defect. This was done widely well away from the hernia defect. 0 prolene sutures were used. The hernia defect was then closed with a running 0 vicryl suture. Subsequently, a 3 x 3 inch circular-shaped prolene mesh was secured to the underlying fascia which covered the hernia defect widely. The mesh was then secured to the underlying fascia which covered the hernia defect widely. The mesh was then secured to the fascia and musculature using the previously placed prolene suture. This resulted in wide satisfactory coverage of the entire upper midline above the umbilicus. The mesh was secure and noted to be tension free. The muscular and subcutaneous layer was then injected with 20 cc of 0.5% marcaine for postoperative relief. The subcutaneous layer was approximated using interrupted 3-0 vicryl suture. The skin was closed with a running 4-0 monocryl subcuticular suture. Steri-strips and tegaderm dressings were applied. The patient tolerated the procedure well. Blood loss was negligible. Sponge, needles, and instruments counts were reported as being correct. The patient was recovered from general and anesthesia and sent to the post anesthesia recovery unit in stable condition .¿ (B)(6) 2003: (B)(6) medical center]. (B)(6) , md. Pathology report. Material submitted: hernia, surgical procedure, incarcerated incisional hernia/ contents. Gross description: the specimen is received in formalin labeled with the patient¿s name ¿jackson¿ and is designated ¿incarcerated hernia and contents.¿ the specimen consists of two soft yellow fatty portions of tissue measuring 2.0 cm and 2.5 cm in greatest dimensions. Sectioning shows soft yellow adipose tissue admixed with tan fibrous tissue. Representative sections are submitted. Ss, a1. Hjc/ du/ jjh. Microscopic description: sections through the tissue submitted ¿incarcerated incisional hernia and contents¿ were examined. There is fibromuscular and fibrofatty tissue which shows mild chronic inflammation. There is no evidence of malignancy. Jck/ mcb. Final diagnosis: tissue submitted as ¿incarcerated incision and hernia and contents¿ (herniorrhaphy): fibromuscular and fibroconnective tissue showing chronic inflammation . (B)(6) 2003: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: abdominal wall seroma. Operation: incision and drainage of seroma with drain placement. Anesthesia: general. Indication: a 23-year-old black female who underwent repair of a recurrent incisional hernia with prolene mesh on (B)(6) 2003. After initial seven-day uneventful postoperative course, the patient experienced upper abdominal pain and palpable swelling. On preoperative examination, it was feared that this represented an early recurrence of the incisional hernia. The patient was advised to undergo operative exploration and repair. Operative findings: a large abdominal wall seroma overlying the previous prolene mesh. The previous mesh repair is intact without evidence of recurrent herniation. A #10 jackson-pratt drain was placed in the seroma cavity and the wound was closed. No hernia repair was required. Surgeon: alexander d. Park, md. Asst: tina mathews, crnfa. Procedure: ¿the patient was brought to the operating room and placed in the supine position. Athrombic sequential stockings were placed. Antibiotic prophylaxis was given. General anesthesia was administered. Indwelling foley catheter was placed. The entire abdomen was prepped and draped in the usual aseptic manner. The previous midline incisional hernia repair scar was reopened. The subcutaneous tissue was divided and careful sharp dissection was performed overlying the palpable mass near the upper aspect of the incisional hernia. A large seroma cavity was entered and a copious amount of tea-colored clear seroma fluid was aspirated. This allowed for careful inspection of the previous hernia repair. The previously placed prolene mesh is noted to be intact and well secured. Careful inspection of the margins of the mesh did not reveal any evidence of obvious hernia recurrence. In coordination with the anesthesia staff, the relaxation was considerably lightened and valsalva maneuvers were elicited. In doing so, the anterior abdominal wall was evaluated and no evidence of hernias was seen below or around the prolene mesh patch. Having satisfactorily inspected this region, the operation was concluded. Hemostasis was obtained. The entire area was thoroughly irrigated with normal saline. A #10 jackson-pratt drain was placed in the previous seroma cavity and brought out through a separate stab incision inferiorly. The subcutaneous layer was approximated using an interrupted 3-0 vicryl suture. The skin was closed with 4-0 monocryl subcuticular suture. Steri-strips and tegaderm dressing were applied. The patient tolerated the procedure well. Blood loss was negligible. Sponge, needle and instrument counts we reported as being correct . (B)(6) 2004: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: lower midline primary incarcerated ventral hernia. Operation: incarcerated ventral hernia repair with mesh. Anesthesia: general anesthesia. Surgeon: alexander d. Park, md. Surgeon: alexander d. Park, md. Operative findings: no recurrent incisional hernia seen. Previous upper midline hernia repair appears intact. New primary lower midline ventral hernia with incarcerate preperitoneal fatty contents noted. A wide on-lay mesh repair was performed without incident. Procedure: ¿the patient was brought to the operating room and placed in the supine position. Athrombic sequential stocking were placed. Antibiotics prophylaxis was [sic] general anesthesia was administered. An indwelling foley catheter was subsequently placed. The entire abdomen was prepped and draped in the usual aseptic manner. A partially reducible hernia is noted well below the umbilicus in the lower midline below the lower-most point of the previous incision. Approximately 7-8 cm vertical midline incision was made incorporating a portion of the previous scar, near the umbilicus. The subcutaneous tissue was divided. The hernia sac was identified. The palpable hernia sac measured approximately 2.5 cm in diameter and could not be fully reduced. The hernia sac was carefully dissected down to the level of the preperitoneal fatty contents. No bowel component was seen. In evaluating this hernia defect in relation to the prior hernia repair, it was at least 4 cm below the lower-most point of the previous hernia repair. By inserting my finger into the peritoneal cavity, and carefully palpating the previous hernia repair, no evidence of recurrence is seen. There is no tenderness at the previous hernia repair site on prior examination. Her tenderness was located at the new primary hernia defect in the lower midline. Therefore this did not represent a recurrence of the previous hernia repair but rather a new primary lower midline hernia. The hernia defect measured approximately 1.5 cm. This was slightly enlarged to approximately 2.5 cm the [sic] allow adequate visualization. The peritoneum from the undersurface of the fascia was then circumferentially dissected free. This was done widely well beyond the margins of the fascia. This allowed for closure of the peritoneal opening with a running #2-0 vicryl suture. Subsequently a wide on-lay prolene mesh repair was performed. An oval shaped mesh measuring 7 x 6 cm was fashioned to widely cover this entire defect. Under direct visualization #0 prolene stay sutures were placed circumferentially well beyond the margins of the fascial defect to good fascial and muscular tissue. Approximately ten such suture were then secured to the underlying fascia and secured using the previously placed prolene sutures. This allowed for a wide tension-free on-lay mesh repair. Hemostasis was assured. A #7 lat [sic] jackson-pratt drain was placed just above the fascia and brought out through a separate stab incision laterally. Subcutaneous layer was approximated using interrupted #3-0 vicryl suture. The skin was closed with a #4-0 monocryl subcuticular suture. Steri-strips and tegaderm dressing were applied. Approximately 12 cc of 0.5% marcaine solution with epinephrine was injected into the fascial and muscular tissue for postoperative relief. Estimated blood loss was negligible. Sponge and needle counts were reported as being correct. The patient was received from general anesthesia and sent to the post anesthesia care unit in stable condition .¿ (B)(6) 2004: (B)(6) medical center]. (B)(6) , md. Pathology report. [Accession number ni]. Physician: (B)(6) md. Specimen date: 200405051447. Date received: 200405051447. Date reported: 200405061447. Clinical info: incisional hernia. Material submitted: hernia, surgical procedure, incisional hernia sac contents. Gross description: specimen in formalin labeled incisional hernia sac contents is a 4 x 2.5 x 2 cm irregular portions of red-yellow fibromembranous and fibrofatty tissue. Sectioning reveals no areas of firmness, nodularity or induration. Ss, a1. Hjc/ mar/ cac. Microscopic description: sections show fibrofatty tissue focally lined by mesothelium. Ddj/ mcb. Final diagnosis: soft tissues, site not stated (hernia repair): hernia sac and contents . (B)(6) 2005: [missing records: records for CT scan of abdomen/pelvis were not provided.] (B)(6) 2005: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Operation: re-do ventral hernia with mesh implantation and layered closure. Anesthesia: general anesthesia. Indication for procedure: the patient is a very pleasant female with a re-do hernia. Procedure: ¿the patient was prepped and draped in the usual fashion exposing the abdomen. The previous scan was excised. Dissection was taken down to the fascia. The previous hernia sac was identified and removed to the small piece of mesh located on the left hand side. After this was performed, the facial edges were freed. A gore-tex mesh was cut to fit and secured to the abdominal wall using cv0 suture. The mesh was laying in perfect position without significant tension. Two drains were placed and brought in through separate stab wounds. A layered closure was performed with several layers of 3-9 vicryl and a stapled closure because of the multiple layers, this will constitute an intermediate level closure. The patient tolerated the procedure well .¿ (B)(6) 2005: (B)(6) medical center. Implant documentation and tracking record. Implant sticker. Gore® dualmesh® biomaterial. Lot: 03114178. Item: 1dlmc04. Site: ventral hernia . The records confirm a gore® dualmesh® biomaterial (1dlmc04/03114178) was implanted during the procedure. (B)(6) 2005:(B)(6) [medical center]. (B)(6) , md. Pathology report. [Accession number ni]. Physician: (B)(6) , md. Specimen date: 200503300938. Date received: 200503310938. Date reported: 200504011652. Clinical information: ventral hernia. Material submitted: hernia sac, surgical procedure ventral. Gross description: specimen in formalin labeled with the patient¿s name ¿brande roach¿ and designated ¿ventral hernia sac¿ is a 14 x 7 x 2 cm irregular fragment of firm fibrofatty tissue. Sectioning reveals a firm fibrotic cut surface with multiple blue suture material. No discrete mass or lesion is identified grossly. Also present within the specimen container is an unoriented ellipse of tan-gray skin measuring 16 x 1.3 cm and excised to a maximum depth of 1 cm. The skin surface is tan-gray and wrinkles grossly consistent with a scar. Section reveals no areas of firmness, nodularity or induration. Ss. A1. Ddj/mar/cac. Microscopic description: sections through the soft tissue submitted from the ventral region were examined. There are portions of fibromuscular tissue which show chronic inflammation, including foreign body-type giant cell reaction. The skin shows a dermal scar. Jck/mcb. Final diagnosis: skin and soft tissue submitted as ¿ventral hernia sac¿ (herniorrhaphy): skin showing dermal scar. Fibromuscular tissue showing chronic inflammation, including foreign body-type giant cell reaction . (B)(6) 2005: (B)(6) medical center.(B)(6) md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Operation: revision with redo ventral hernia repair, mesh implantation, and layered closure. Anesthesia: general anesthesia. Indications for procedure: the patient is a very pleasant female who presents with a hernia. Assistant: eugene harrison, md. Procedure: ¿the patient was prepped and draped in the usual fashion exposing the abdomen. A midline incision was made. The previous scar was excised. The previous fascia was freed extensively in a lateral direction on both sides. The abdomen was entered, and the old gore-tex mesh was taken off of the patient. There was an obvious recurrence in the inferior aspect. No injury to the underlying bowel was sustained. After the fascial edges were freed, a 12 inch prolene mesh was folded in a double layer and cut to fit. It was secured to the anterior abdominal wall at the fresh facial edges using #2 prolene. After the mesh was secured, it was lying quite flat without evidence of significant tension. Two drains were placed and brought out through separate stab wounds. A layered closure was performed with several layers of 3-0 vicryl and a stapled closure. This constituted an intermediate level closure, more than a simple closure because of the multiple layers. A dressing was applied. The patient tolerated the procedure well. The sponge, instrument, and needle counts were correct .¿ (B)(6) 2005: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2005 procedure was not provided.] (B)(6) 2005: [missing records: records for CT of abdomen/pelvis were not provided.] (B)(6) 2006: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Operation: ventral hernia repair and mesh implantation. Anesthesia: general anesthesia. Indication for procedure: the patient is a very pleasant female who presents with a hernia. Procedure: ¿the patient was prepped and draped in the usual fashion exposing the abdomen. Her previous scar was excised. Wide skin flaps were developed in both directions. The hernia was examined in its entirety, and it really appeared localized to the right lower quadrant of her previous mesh repair. The hernia sac was entered, and the abdomen was explored through this hernia sac, and the remaining mesh appeared intact throughout. There were no other defects. A 10 x 20 centimeter mesh was cut to fit and secured to the fascial edges with a running 0 prolene. The mesh was lying quite flat. There was no significant bleeding. There was no significant tension. The midline was closed with staples. Drains were placed and brought out through separate stable sounds. The patient tolerated the procedure well .¿ (B)(6) 2009: [missing records: records for CT scan of abdomen/pelvis for ¿right lower quadrant pain¿ were not provided.] (B)(6) 2010: [missing records: records for CT scan of abdomen/pelvis for ¿abdominal pain¿ were not provided.] (B)(6) 2011: [missing records: records for CT scan of abdomen/pelvis for ¿abdominal pain¿ were not provided.] (B)(6) 2016: [missing records: records for CT scan of abdomen/pelvis were not provided.] (B)(6) 2016: [missing records: records for CT scan of abdomen/pelvis were not provided.] (B)(6) 2016: [missing records: records for CT scan of abdomen/pelvis were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information." It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2005, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.